Event description:
The hologic imager, a computerized microscope utilized for screening pap smears missed 3 clusters of uterine or endometrial cells, on a post menopausal woman, which were considered atypical by one cytopathologist. The cell clusters appeared plain and obvious, easily visualized by the cytotechnician. The machines sensors appear to have ignored them. The manufacturer representatives inculcated the view that the instrument is considerably more accurate that a cytotechnologist alone. Authoritative studies have contradicted their claims. The instrument is manufactured by hologic corp of (B)(4). The imager utilizes a liquid based or monolayer preparation called thinprep. It is advertised as being considerably more accurate than conventional pap smear. Recent studies have disputed those claims.